Event description:
The customer reported a leak from the probe on the hmx autoloader instrument. The volume of the leak was about 3ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the system could not perform a startup. He also observed the monitor was not working. The customer replaced the monitor. The fse also found the 60 psi pressure was set low at (54 psi). The fse adjusted the pressure to 60 psi. He also found the tubing through pinch valve (pv42) was not properly routed. The fse correctly rerouted the tubing through pv42 which resolved the leak. The fse also found multiple reagents were empty. The fse resupplied the instrument with reagents as incidental service. The instrument ran without any leaks and all repairs were verified per established procedures. (B)(4).